Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to the guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. There was blood on the stylet/guidewire. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in it, and the guidewire tip appeared inside the lead tip nose. Destructive analysis was performed and confirmed that confirmed that the guidewire tip was bent inside the lead tip nose. Then, guidewire was able to remove by pulling it from the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck inside the left ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.